Event description:
Per the physician, the patient was explanted due to improper placement of the electrode. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).